Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4).

Event description:
Asr litigation record received. Patient alleges pain and suffering, excessive levels of chromium and cobalt, injury, past and future disability, loss of consortium, emotional distress, and loss of normal life. Doi: (B)(6) 2009, dor: (B)(6) 2017, (right hip).